Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with an increased right ventricular capture threshold. The threshold was intermittent and the physician believed the lead was heading towards failure. The lead was capped and replaced on (B)(6) 2019. The patient was stable.

Manufacturer narrative:
The reported event of "high capture threshold" was confirmed on the right ventricular (rv) lead. A complete lead was returned in two pieces for analysis. Visual inspection noted calcification on the ring electrode. The cause of the reported event was due to the electrode being completely covered in calcification. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found internal insulation abrasion at 18.5 cm to 21.0 cm from the distal tip. The etfe coating was intact at this location. External insulation abrasion breaching the optim sheath only was noted at 42.0 to 42.6 cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was intact at this location.

Event description:
New information received notes that the lead was explanted on (B)(6) 2019 so that the patient can undergo magnetic resonance imaging (MRI).